Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration with lot number p203716. The patient experienced a rash with bleeding/discharge. The patient sought medical treatment for the skin irritation and was treated with medication, though it is unknown whether this was prescription or over-the-counter medication. The patient has a history of skin sensitivity, specifically allergies to certain types of adhesives and metals such as nickel. Despite following the recommended skin preparation steps, the patient discontinued use of the device due to the skin irritation. The patient removed the device and later reapplied it. A break in service (bis) was implemented and the end of service (eos) date was updated. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity, specifically allergies to certain types of adhesives and metals such as nickel. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration with lot number p203716. The patient experienced a rash with bleeding/discharge. The patient sought medical treatment for the skin irritation and was treated with medication, though it is unknown whether this was prescription or over-the-counter medication. The patient has a history of skin sensitivity, specifically allergies to certain types of adhesives and metals such as nickel. Despite following the recommended skin preparation steps, the patient discontinued use of the device due to the skin irritation. The patient removed the device and later reapplied it. A break in service (bis) was implemented and the end of service (eos) date was updated.